Manufacturer narrative:
Evaluation summary: the analysis site confirmed the customer's complaint. To correct the issue, the green translational cable was replaced. The unit was serviced, repaired and passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that while in the positioning or sampling mode, a squealing noise is noticed coming from the green cable on the holster. It was reported that the noise would disappear when the cable is lifted. The problem was isolated to holster by swapping with a second one. The case was completed with no pt consequence.